Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found hairline cracks in the sodium (na) reference electrode (which is the refence electrode for na, k, chloride (cl), and calcium (calc). Apparently the carbon bridge had been inserted too far through the potassium (k) port (on a previous service call) and was causing pressure against the na reference electrode face. The fse installed a new carbon bridge properly and replaced the na reference electrode. Failure mode was a cracked na reference electrode.

Event description:
A customer contacted beckman coulter to report that the unicel dxc 600i synchron access clinical system generated intermittent false high sodium (na), potassium (k), chloride (cl), and calcium (calc) results for at least two (2) patient samples. The high results were not reported out of the laboratory. When the issue was noticed, samples were repeated on another dxc analyzer in the customer's laboratory and those results were reported. Quality control (qc) run 13 hours prior to the event was within the laboratory's established ranges. Qc run after the event was also within range. No death or injury has been reported in connection to this event.